Manufacturer narrative:
(B)(4).

Event description:
During an implant procedure, the right ventricular (rv) and atrial lead were implanted with adequate electrical measurements. Following the procedure, the patient loss consciousness and an echocardiogram revealed a pericardial perforation by the rv lead in two areas of the right ventricle. A pericardiocentesis and heart massage were performed to stabilize the patient. The leads were explanted and the patient is being monitored in the hospital due to breathing difficulties. The patient is currently in a medical induced coma with no evidence of adverse brain damage. There is no alleged malfunction against the rv lead.